Event description:
Tbm states that there is a crack in the frame. Tbm states, his vendor is going out in the next couple days to evaluate the chair and see where the frame is cracked exactly. Provider was made aware that someone at the end users facility tried to weld the chair. No additional information provided.